Event description:
It was reported that the patient had several falls since the implantation of her neurostimulator (ins). It was also noted that she h ad a blood clot in her leg and experienced severe pain at the ins site. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported the event was not related to the implantable neurostimulator (ins). The patient has had "back issues" for many years and had an acute back event after a fall. There were no abnormal impedance measurements and an x-ray showed no lead migration. The patient had no hospitalization or injury as a result of the event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Lead: model 3889-28, lot# v813487, implanted: 2011 (B)(6), explanted: na, programmer: model 3037, lot#, serial# (B)(4). (B)(4).